Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the leg and presented with nerve damage.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the outer thighs on (B)(6) 2023 using the s150 applicator and presented with nerve damage.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the outer thighs on (B)(6) 2023 using the s150 applicator and presented with nerve damage.

Manufacturer narrative:
Additional information: a4 and a6. Corrected data: d1.